Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility registered nurse (rn) reported to fresenius that the transducers on the combiset bloodlines are causing machine alarms during patient treatment. The rn stated that blood ¿easily¿ goes to the transducer even if it is clamped resulting in transmembrane pressure (tmp) and arterial pressure (ap) /venous pressure (vp) alarms. The rn stated the issue is resolved once the old transducer is used. Additional information was obtained during follow-up. The rn confirmed there was no blood loss, serious injury, or required medical intervention regarding this issue. The rn stated that air entered through the venous side which could not be resolved through tightening the connection. The rn stated that treatment was paused and the old transducer was used in order to continue treatment. Treatment is successfully completed without further issue (with a fresenius 2008t machine and fx coral dialyzer). No issues are noted during prime. No specific damage is noted to the bloodline set. The actual sample was discarded and is not available to be returned to the manufacturer for physical evaluation.